Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 130-150mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened 05/22/2015. Customer performed back to back blood test, 105mg/dl and 105mg/dl fasting. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 130-150mg/dl fasting. Verified the strips expire 09/30/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 105mg/dl and 105mg/dl fasting. Reviewed meter memory: 1: 142mg/dl (B)(6) 2015 06:30:00 am fasting:yes. 2: 194mg/dl (B)(6) 2015 06:30:00 am fasting:yes. 3: 195mg/dl (B)(6) 2015 10:00:00 am fasting:yes. 4: 214mg/dl (B)(6) 2015 09:00:00 am fasting:yes. 5: 257mg/dl (B)(6) 2015 07:50:00 am fasting:yes. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.